Event description:
It was reported that the implantable cardioverter defibrillator exhibited competitive atrial pacing causing inappropriate mode switch. Further information was requested however was not provided.